Manufacturer narrative:
(B)(4). Date sent 11/29/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿it was stiff when the anvil and the device was attached¿? Does the surgeon the believe the device has anything to do with the tearing of the stomach tissue? Was there any difficulty is closing the anvil and placing the device? Was an anvil grasper or similar instrument used while attaching the anvil? If yes, where on the anvil shaft was the instrument located? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open b-1 reconstruction on stomach, it was stiff when the anvil and the device was attached. The surgeon did not want to fire with this device, and attempted to remove the device, but a part of the stomach torn. The patient was after chemotherapy, so the target tissue was very thin. The operation was changed into overlap method and completed the case. The device was used on the stomach. No further information is available.